Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Section b5: additional information ¿ the operative report received contains the following excerpts regarding the robotic portion of the surgical procedure. The statements start after description of port placement and docking of the robot. ¿[the surgeon] started a medial to lateral dissection by elevating the sigmoid colon incising the mesentery.... Next the sigmoid colon was completely mobilized all the way up to the splenic flexure which was also mobilized.¿ we then dissected circumferentially around the rectum and then decided that we would at this point convert to open given the very low level of the rectal mass. The robot was undocked the midline incision was then made extending from above the umbilicus all the way down to the suprapubic region.¿ the continued surgery was completed as an open procedure and involves the surgical activity for resection of the rest of the anatomy to complete the total colectomy and ileostomy. Section h: a review of the operative report was performed by an intuitive medical safety officer (mso) who concluded that the patient in this report was found to have a bowel injury several days after the index operation ¿ a total colectomy - for a rectal cancer with a metachronous cancer in the ascending colon. The robot was used for the pelvic portion of the operation but not used to mobilize the right colon. The procedure was converted to open surgery for the mobilization and resection of the right (ascending) colon and rectum. Mobilization of the right colon often involves work in close proximity to the duodenum. An injury was discovered in the duodenum by endoscopy several days after the procedure. The injury was speculated by the endoscopist to have come from a thermal injury. The patient went home a few weeks later but ultimately died several months later. The cause of death is not provided. Based on the summary of events, insufficient information is available to ascertain if any intuitive surgical products or instruments contributed to this event.

Manufacturer narrative:
The following investigations could not be performed due to insufficient information provided (i.e. Event date, system serial number): site history, event verification, system/instrument log review, DHR review. A medical review was performed by an isi medical safety officer: "the patient in this report died approximately 4-5 months after a procedure for colon cancer. The allegation is a thermal injury caused a bowel injury which resulted in a perforation and further complications. No details as to how the bowel perforation occurred or what instrumentation may have been involved are provided. No details are provided as to the hospital course and how the eventual death may have been related to this event. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event." Section e: site name reflects the name of the hospital the surgery was performed. Reporter name and address reflect the attorney for the reporting law firm for this legal complaint.

Event description:
As part of a legal complaint, it was alleged that "[the patient] was admitted [to the hospital] in september 2021 for surgery designed to treat her colon cancer.¿ it was alleged that this procedure was performed with a da vinci surgical robot with da vinci instruments and accessories. The legal complaint states that ¿[the patient] experienced [a] thermal injury to the small intestine, resulting in a perforation. [The patient] continued to have abdominal pain and fever after the da vinci surgery, and additional surgeries were required to close the perforation.¿ it was further alleged that the patient suffered pain and medical expenses, for medical care, hospitalization, nursing, and rehabilitation due to this event. The legal complaint continues that the patient ¿ultimately died in february of 2022 as a direct and proximate result of the injuries she suffered during the (B)(6) 2021 da vinci surgery.¿

Manufacturer narrative:
On 08-april-2024, the operative notes for this procedure were received and the following additional information was obtained: the procedure was converted to open ¿given the very low level of the rectal mass.¿ the ¿robot was undocked¿ and ¿the midline incision was then made extending from above the umbilicus all the way down to the suprapubic region using the 10 blade. This was carried down to the subcutaneous tissue and the fascia was identified and opened using the bovie.¿ the operative notes for the (B)(6) 2021 procedure state that there were no complications. The day following surgery, on (B)(6) 2021, the surgeon added an addendum stating: ¿this was an extremely difficult and challenging procedure due to the size of the rectal mass which basically occupied the entirety of the pelvic space.¿ the surgeon also stated that "the procedure took an extra 2-1/2 hours than would normally be expected for a similar procedure." A gastroenterologist documented that twelve days after the total proctocolectomy, the patient underwent an ¿upper endoscopy with venting peg tube placement, fistula closure, and naso-jejunal feeding tube.¿ the gastroenterologist documented, ¿postop course notable for upper abdominal abscess with drainage notable for succus. High suspicion for duodenal thermal injury.¿ no relevant errors were observed in the system logs for this procedure. Five subsequent procedures were performed without a service request being created. A device history record (DHR) review was performed for the device(s) involved with this reported event: no non-conformances were identified to be related to this complaint. The following concomitant products were used during this procedure: 30 degree endoscope plus, vessel sealer extend, tip-up fenestrated grasper, fenestrated bipolar forceps, monopolar curved scissors. No additional complaints were created for the instruments used during this procedure.

Event description:
Refer to h10/h11 for follow-up information.